Event description:
The device was used during a whipple procedure. Reportedly, the instrument would not open. The surgeon resected the tissue to remove the device. The hosp has not provided any further info.